Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on both the right atrial (ra) lead and right ventricular (rv) lead due to high out-of-range pacing impedances, measuring greater than 2000 ohms. The patient's ra and rv leads were non-boston scientific products. It was noted the patient is not pacemaker dependent. This pacemaker system remains in service. No adverse patient effects were reported.